Event description:
This 54-yr-old female underwent bilateral augmentation mammoplasties with silicone gel implants in 1976. This procedure was performed at another facility, thus the MFR of the implants is not known to this reporting facility. The pt has had problems with mechanical contractures throughout the implants, plus complaints of arthritis-like symptoms which are attributed to the silicone. Gross exam: both implants are ruptured.